Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, there were issues experienced with loading/ firing of the clips. The surgeon had to use 6 small clip appliers due to jamming and misfiring. Multi clip appliers were used to complete the procedure.